Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead was an attempted implant. The lead was going to be used as replacement lead for the competitive chronic right ventricular (rv) lead which was exhibiting out of range shocking impedance measurements. However, normal measurements resumed with the competitive lead after cautery was complete. Therefore, this lead was no longer needed. No additional adverse patient effects were reported.